Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 5, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went to the hospital after receiving a shock. The patient had been walking around when the shock occurred. Interrogation of the s-ICD revealed that the shock was inappropriate due to noise oversensing. There was also oversensing noted during post shock pacing. A potential setscrew issue was suspected. Testing was performed and although the noise could be produced, it was not the same observed in the recorded episode. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the information and discussed that it could be a loose setscrew or air entrapment around the device that caused the observed noise. It did not appear that there was an under-insertion of the electrode as the primary vector tested normally. Additional troubleshooting was discussed to help ascertain the cause. The field representative was to discuss the information with the physician. No adverse patient effects were reported. The device was programmed to the primary vector and the s-ICD and electrode remain implanted and in service.